Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/31/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient had an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the air flowed back into the side port issue occurred. After puncture, when flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was conducted, micro air occurred. The issue was resolved by changing the sheath. The procedure was completed with no patient consequence. No air was introduced into the patient, no maneuver was performed to eliminate bubbles and no medical intervention or surgical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The device evaluation was completed on 4/29/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient had an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the air flowed back into the side port issue occurred. After puncture, when flushing of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was conducted, micro air occurred. The issue was resolved by changing the sheath. The procedure was completed with no patient consequence. No air was introduced into the patient, no maneuver was performed to eliminate bubbles and no medical intervention or surgical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as a MDR reportable malfunction for air flowing back into the side port.